Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2017-07813. It was reported when the patient tried to turn on and increase her stimulation the scs system would reduce, thereby the patient was not getting therapy. A company representative checked lead impedances and found the patient's system had low impedance and was unable to be programmed to cover pain pattern. Surgical intervention is being considered for full system explant.